Manufacturer narrative:
No patient involved. Other relevant device(s) are: product ID: 9733597, serial/lot #: (B)(4). A manufacturer representative went to the site to test the equipment. A system check out was completed. It failed the hardware tests and did not perform as intended. It was noted the sheathing was damaged and wiring was exposed at the junction of the communications cable and the lemo connector. The power/communications cable needs to be replaced. The system is working as intended after part replacement. The data cable was returned for analysis. Functional testing found that the cable jacket has separated at the lemo connector exposing the shield wire but no bare conductors. Also, a continuity test revealed an open at pin 4 of the usb cable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the axiem cable is damaged but still functioning. It is fraying at the end. This was found while investigation of another issue. No patient present at the time of event. Additional information received on 2019 dec- 12: while investigating another complaint, the clinical specialist discovered the sheathing was damaged and wiring was exposed at the junction of the communications cable and the lemo connector. The cable replaced, issue resolved. System performs as intended. 2019-dec-17 the cable was received for analysis and an open / short was found during testing.